Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section manufacture date h-4: from "06/11/2024" to "06/12/2024".the device was not returned to maquet cardiac surgery for investigation; however a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The jaws were observed in a normal opened state. There were no visual defects observed on the clear intact silicone insulation. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no other visual defects observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "mechanical problem" was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000401072 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws would not grasp close upon opening the package; it stayed stuck open. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm. Photo provided by complainant shows the jaws of the device open with the metal wire separated from the jaws. There is no evidence of blood.